Event description:
It was reported that there was a "high pressure rate occlusion alarm" during use of one-link standard bore catheter extension set. This occurred during infusion using a non-baxter infusion pump set at a ¿pretty slow rate.¿ the reporter stated that this occurred when the nurse connected the extension set to a primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, the customer did provide an unused device from the same lot. A visual inspection and functional testing were performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the event occurred on an unknown date in the two months prior to the report. Should additional relevant information become available, a supplemental report will be submitted.